Event description:
Reporter alleged the blood glucose device would turn off after blood was applied to tyhe test strips along with a "3" on the display screen so customer was unable to use the meter to test glucose. It was stated customer was taken to the emergency room (ER) due to having low blood glucose. Reporter indicated hospital ER glucose results were 60 mg/dl and customer was treated with an IV and some oxygen. Reporter stated no additional actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.